Event description:
It was reported that the patients ipg stopped charging. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.